Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 612 mg/dl; cause of elevated bg was unknown. No issues with the insulin, infusion set tubing, infusion set cannula, or cartridge were observed. The customer delivered a correction bolus to address bg level. While hospitalized, the customer received intravenous treatment of saline and insulin. The treatment resolved the adverse event, and the customer was released from the hospital the following day with no permanent damage sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.